Manufacturer narrative:
The following other devices were added in this report: trident hemispherical solid back shell; cat# 500-11-56f; lot# 3725601. C-taper cocr lfit head 36mm/0; cat# 06-3600; lot# mmlh97. Secur-fit max 132 hip stem #10; cat# 6051-1035s; lot# mmk820. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding revision due to heterotopic ossification and femoral stem subsidence involving a securfit max stem was reported. The event was confirmed. Method & results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: clinician review of the provided records concluded "principal root cause of failure is procedure-related with regard to the occurrence of a ¿femoral crack¿ during primary arthroplasty, the adverse effects of which were underestimated as they contributed both to the development of persistent pain due to instability of the stem with progressive subsidence [...] Development of heterotopic bone formation [...] This pi case is not device-related." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: clinician review of the provided records indicated the root cause of the patient's clinical issues to be an untreated periprosthetic fracture which occured during initial stem implantation. The investigation found no evidence the event was related to the devices. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient never healed after initial implant. Patient has pain, cannot stand up, can't turn sideways, can't straighten up and has pain when he walks. Patient did a bone scan, which came up negative. After getting a second opinion, patient reported that his doctor concluded the implant was faulty and recommends doing a revision with bio med in (B)(6) 2014.

Event description:
It was reported that the patient never healed after initial implant. Patient has pain, cannot stand up, can't turn sideways, can't straighten up and has pain when he walks. Patient did a bone scan, which came up negative. After getting a second opinion, patient reported that his doctor concluded the implant was faulty and recommends doing a revision with bio med in april 2014.

Manufacturer narrative:
An event regarding pain involving a trident liner was reported. The event was not confirmed. Device evaluation could not be performed as no items were returned. Medical records received and evaluation. Insufficient medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review was not performed as no product specific failure mode was identified. The exact cause of the reported pain could not be determined. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient never healed after initial implant. Patient has pain, cannot stand up, can't turn sideways, can't straighten up and has pain when he walks. Patient did a bone scan, which came up negative. After getting a second opinion, patient reported that his doctor concluded the implant was faulty and recommends doing a revision with bio med in (B)(6) 2014.